Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was noted that the device had a hole in the shaft. A 10 mm x 2.25 mm wolverine coronary cutting balloon was selected for use. During the procedure, a pinhole damage on shaft was noted. The device was removed without any problem using the normal method. The procedure was completed with a different device. No complications were reported.